Manufacturer narrative:
Concomitant medical product: evolutr-34-us aortic valve, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one-day post implant the right atrial (ra) lead exhibited non-capture, low p-waves and later confirmed the lead had dislodged. The right atrial (ra) lead was reprogrammed and a revision has been scheduled. No patient complications have been reported as a result of this event.